Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. In addition to the device evaluation, a review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place an ultraflex covered tracheobronchial stent in the main bronchus was performed (pt age, gender, and weight unk). According to the complainant, the stent was half deployed when the physician could no longer "pull on the rope and the deployment stopped." Reportedly, the physician "extracted the whole stent system with the half open stent." The procedure was aborted as no other stent was available for use. At the conclusion of the procedure, the pt's condition was reported as "ok."